Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the internal suction tubing was pinched. The tubing was reseated.

Event description:
The hospital reported that suction was not functional. There was no report of patient involvement.